Event description:
During dialysis, the arterial line was found to be inadequately sealed at the junction above the heparin line. This was identified approximately five minutes into treatment when a drop of blood was observed on the base of the dialysis machine. The patient's blood was returned, prophylactic vancomycin was administered, and the tubing was replaced. There was no harm to the patient.